Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had stuck button error. The blood glucose at the time of the incident was 67 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to moisture damage found on the electrical board connector and keypad assembly. Unable to perform the displacement test and self test due to no button response. Device was received with a cracked battery compartment (battery tube), and cracked battery tube threads